Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. A system controller event log file was submitted for review and data associated with the reported event were observed from the dates of (B)(6) 2025 ¿ (B)(6) 2025. The log file captured a backup battery fault alarm from (B)(6) 2025 at 07:30:01 to (B)(6) 2025 at 09:08:15 that was associated with a backup battery end of service life fault. Review of the log file revealed that the system controller was running a newer software version, that by design presents a backup battery fault associated with the backup battery being expired only on the system monitor and does not activate on the system controller. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that no products would be returned for analysis. The root cause of the backup battery fault alarm was determined to be the backup battery being expired. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook explain that the backup battery has a limited lifespan of 36 months from the manufacture date. Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Additionally, the IFU informs the hospital staff to use the system monitor to check the expiration date and the number of months remaining until the backup battery needs to be replaced. Per the IFU, replacement of the backup battery should be considered when less than 6 months remain before the mandatory replacement date, depending on the patient¿s clinic schedule. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2021. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs users not to use damaged, or expired 11v backup batteries. It also explains that the system controller backup battery has a limited lifespan (36 months from the manufacture date). Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Per the IFU, replacement of the backup battery should be considered when less than 6 months remain before the mandatory replacement date, depending on the patient¿s clinic schedule. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a backup battery fault alarm and attempted to perform a system controller exchanged. The patient was later found unconscious by their spouse with both of their system controllers alarming and their driveline disconnected. The spouse called emergency medical services and reconnected the driveline to the patients backup controller. The pump restarted. Once emergency medical services arrived on the seen they performed CPR for 1 minute and patient woke up but was breathing in agonally. The patient was then sedated, intubated, and brought to the emergency department. Upon initial interrogation of the backup system controller, that is now their primary, found that the clock was not set and read " change backup battery". The patient was hemodynamically stable and weaned/extubated. The patient was later able to walk but not able to recall the events leading up to them be at the intensive care unit. The patient was discharged and provided a new backup controller. The backup battery was also replaced in their new primary controller. Log files were unable to be downloaded from the patients old primary system controller due to the files not being able to "share" to the thumb drive. Log files were submitted for review from the patients new primary controller which was their old backup system controller. The event log displayed strings of backup_battery_fault alarms on the controller. The backup battery faults occurred due to (f30) ebb_end_service_life flags. There were no other unusual events seen within the log files. A second set of log files were submitted for evaluation from the original primary system controller. The event log file data indicated that the patient switched from depleted batteries to fully charged batteries on (B)(6) 2025 at 5:25:00 after a low_power_advisory alarm flag was activated. On (B)(6) 2025 at 3:22:12, a low_power_advisory alarm flag was activated followed by a low_power_hazard alarm flag at 3:36:39. At 3:46:42, a no_external_power alarm flag was activated, and the emergency backup battery (ebb) was used to support the system. At 3:53:47, the system recorded a silence_alarm_button_pressed event. The motor speed was maintained until 3:54:33 when a driveline_disconnect event was recorded. There were several silence_alarm_button_pressed events recorded over the next 30 minutes. At 4:25:25, a shutdown_sequence_started event was recorded. Of note, the log file indicated that the patient had not connected to power module/mobile power unit power during this history. This indicated the patient was sleeping on battery power.